Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger rod of a bd integra syringe with detachable needle, was difficult to move. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: a single loose 3ml integra syringe reported to be from batch # 7030994 (p/n 305270) and a 150mg medicine vial labeled medroxyprogesterone in a ziploc bag were received. The sample was visually evaluated. White medicine residue was observed throughout the inside of the bag, the syringe fluid path, the flange, plunger rod and the barrel outside the fluid path. The needle retraction mechanism was activated, however the stopper was found to not be bottomed out (above the zero line) with the plunger thumbrest was slightly above the barrel shroud. This potentially indicates premature activation. No other testing was performed due to the product having been contaminated and needle activated at which point the stopper had been punctured and its function could not be tested. The medicine residue observed was mostly dry solids, indicating it was likely a dense substance, increasing difficulty in the use of the product and increasing the likelihood of premature needle retraction. No other defect was observed in the syringe and based on the evidence provided defect reported by the end user could not confirmed to be a manufacturing defect. DHR review for batch 7030994 (p/n 305270): manufacturing dates: 02/24/2017 to 02/26/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7030994 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: no other defect was observed in the syringe and based on the evidence provided defect reported by the end user could not confirmed to be a manufacturing defect.